Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: (01)gtin is unavailable therefore, the full UDI is currently not available. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2024 and suture was used. During the procedure, the suture was broken when the surgeon attempted to sew uterine tissue. Changed to another one to complete the surgery. There were no adverse patient consequences reported, no additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/21/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned suture. The visual analysis of the product noted that three suture pieces, one foil, one tray with two needles with damaged suture attached, and six needles pertaining to product code vcp1752d were received for analysis. This product code is multi-strand and should contain eight strands per packet. During visual inspection of the returned five sutures, were noted cut by a surgical instrument. In addition, marks in the needles by use and dried blood were observed along the strand. No apparent damage was found on the foil and seal line. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.